Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. An opened sleeve in a fluidics management system (fms) pak tray was visually inspected. The shaft was longer than usual, and no port holes were found on the shaft of the sleeve. The supplier manufacturing process for the infusion sleeves involve molding the sleeve, and then the final tip punch step where the irrigation holes are formed. The supplier also performs a sampling inspection after the cut and punch operation. Furthermore, it should be noted that the directions for use state that good clinical practice dictates the testing for adequate irrigation and aspiration flow prior to entering the eye. The root cause of the customer's complaint sleeve tip damage is related to an error caused during the suppliers manufacturing process during the assembly of the infusion sleeve. The supplier has been notified of this complaint and will take appropriate actions, as necessary. All lots are verified that all required inspections have been performed and all acceptance criteria are met. Based on our current tracking, there are no adverse trends for this reported complaint. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that there was something was wrong with tip of sleeve during cataract surgery with intraocular lens implantation. The procedure was completed by replacing the sleeve with new one. There was no patient harm. Additional information requested and received that the shaft of the sleeve was longer than as usual and no ports were found on the shaft of the sleeve.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).